Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced frequent blurred vision as the lens was rotated off axis frequently. The iol repositioning surgery was initiated to reposition the lens. The iol was explanted in a secondary procedure for a monofocal lens. Additional information has been requested.